Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05202.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05202. Follow up information identified the patient experienced a successful burst trial with the prodigy ipg. The physician explanted the old ipg on (B)(6) 2019, and no surgical intervention was performed on the lead. Postoperatively, effective therapy was reported. The patient¿s ipg has been added as a second reportable device to this record.

Manufacturer narrative:
The reported event for lead migration cannot be confirmed through lab analysis. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05202.